Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. There were no reports of trauma or pt manipulation. X-rays were performed and received. Assessment of the x-rays revealed a gross fracture of both lead coils. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.